Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is oversensing paced t waves and incorrectly declaring an atrial tachy response (atr) episode. In addition, guidant received additional information that this ICD was explanted due to a loss of ventricular capture in a pacer dependant patient coupled with an impedance measurement of 3000 ohms. The atrial lead impedance was also measuring greater than 3000 ohms. The atrial and ventricular leads were tested during the explant procedure with the pacing system analyzer (psa). All lead measurements were within normal limits. The device was explanted and another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.